Event description:
It was reported that the lead exhibited high impedances the day after implant. It was determined that the device had a loose setscrew. The setscrew was tightened, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.